Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25sep2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the motor controller printed circuit board assembly resolved this issue.

Event description:
The customer reported a ventilator with a blower temperature too high alarm. There was no patient involvement/harm.